Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-may-2018 with the following findings: during investigation, the pump powered up to a call service 069 alarm that could not be cleared. The alleged motor alarm could not be investigated due to the call service 069 alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.